Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: examination of the device revealed that the catheter shaft was broken 17.2cm from the proximal, with 15.5cm of braid exposed. A coating confirmation test was carried out to check the presence and integrity of the coating. The test confirmed the presence of coating, however, coating damage was evident distal to the break. Excessive force used in attempting to remove the microcatheter from the dispenser coil, most likely caused the damage to the coating. There was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root is user related due to a lack of adequate flush upon device removal. Please note that the directions for use state: "before removing the microcatheter or guidewire from their carrier tubes, flush the carrier tube(s) with heparinized saline to activate the hydrophilic coating. The luer fitting attached to the carrier tube(s), may facilitate the flushing of the carrier tube(s). Repeat injection if difficulty in removing product from the carrier tube occurs." (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during an embolization treatment procedure, removal difficulty occurred. The target lesion was located in the uterine. When a 135mm x 10mm renegade hi flo was removed from the hoop, a bend or kink was noted. The device was not used. The physician selected a 135mm x 20mm renegade hi flo and performed the embolization of the fibroids. During removal, the catheter became stuck in the diagnostic catheter. The physician removed the entire system as a whole and "started the procedure over." No patient complications were reported and the patient's status is fine. However, device analysis revealed the catheter shaft was broken.